Event description:
A medtronic representative reported that, in a cranial tumor resection procedure, while the surgeon was thresholding the 3d model, the navigation system unexpectedly exited out of the application to a blue screen. A hard re-boot of the system restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation has not been completed. No further issues have been reported.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.